Manufacturer narrative:
G4: 09sep2020. B4: 13oct2020. The service engineer (se) inspected the device. The se found an error code indicating check vent: proximal pressure sensor auto zero failed in the ventilator diagnostic report. The se replaced the data acquisition (da) board to address the reported issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06aug2020.

Event description:
It was reported that the ventilator had a data acquisition (da) board failure. There was no patient involvement.